Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they experienced infection. It was reported one of the pacing leads "broke" and was replaced. No further patient complications have been reported as a result of this event.